Event description:
It was reported that during a laparoscopic appendectomy the surgeon was attempting to remove an appendix specimen (with ethicon pouch) from port site and the string broke from the plastic bag. The bag with specimen dropped back into the abdomen. The surgeon reported she had attempted to enlarge the port site prior to the bag breaking a second time. Ultimately she reported having to create a 'big hole' to remove both bag and specimen. Patient is reported to be fine.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: approximately how wide was the final incision? Was the patient¿s post-operative care altered in any way with the difficulty with the pouch? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/24/2022. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Visual analysis of the returned sample revealed that the pouch device was returned fully deployed, the bag damaged and the suture torn. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. In order to evaluate the internal components the device was disassembled. Upon disassembling of the device no anomalies were noted with the internal components. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: 1) remove the instrument, specimen bag, and trocar together from the access site (do not pull the slip knot). 2) remove the instrument from the trocar, following by the specimen bag with the trocar. 3) remove the instrument, trocar and specimen bag separately from the access site. 4) if the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal.

Manufacturer narrative:
(B)(4). Date sent: 6/17/2022. Additional information was requested, and the following was obtained: approximately how wide was the final incision? Not noted- unknown. Was the patient¿s post-operative care altered in any way with the difficulty with the pouch? No.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2022. Additional information: approximately how wide was the final incision? Not noted- unknown. Was the patient¿s post-operative care altered in any way with the difficulty with the pouch? No. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury and is being considered reportable as a malfunction. H1.